Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a history anomaly. The blood glucose at the time of the incident was 270 mg/dl. The customer stated that the insulin pump did not record all the calibrations in her bolus history. The boluses that are present are the ones she administered herself but the two boluses done by a different person are not recorded in the bolus history. Troubleshooting was done and she was advised to monitor and call back if problems persist. The device will not be returned for analysis.